Event description:
It was reported the patient had an infection around the incision site. The incision wound opened up and was draining. The patient experienced running fevers, pain, nausea, and vomiting. The infection had a smell of rotten meat and the patient did not feel well. The patient was given zofran, pain medicine, and IV. The patient had a connective tissue disorder that made their healing process different than other people. Their therapy helped a lot. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID: 4351-35, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 4351-35, serial# (B)(4), implanted: (B)(6) 2014,, product type: lead. (B)(4).